Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys toxo igm immunoassay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample resulted with a toxo igm value of 1.06 coi (reactive) when tested on the e 801 analyzer. This sample was repeated on a vidas analyzer, resulting with a negative value. The second sample resulted with a toxo igm value of 1.45 coi (reactive) when tested on the e 801 analyzer. This sample was repeated on a vidas analyzer, resulting with a negative value. The serial number of the e 801 analyzer is (B)(4).